Event description:
Caller reported that the pump's wake button was difficult to press and often required multiple presses to turn on the pump screen. There was no adverse impact to the customer's blood glucose level. The customer continued to use current pump.